Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/30/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device qlbbdbt0 number, and no non-conformances were identified additional information: d9, h6 additional h3: investigation summary: an empty opened foil and a needle-suture piece of product code: v4420h, were returned to ethicon inc for evaluation. In order to evaluate the conditions of the returned sample, the swage and attachment area were noted to be as expected no pull off suture needle was noted. The suture was to be damaged and body fluids at the surface, and the end was observed broken possibly from a surgical instrument. Product code v4420h contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined, and functional testing could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm the quantity of devices that presented "suture breakage" during this single procedure being reported? Could you please confirm the quantity of devices that presented "needle detachment from suture" during this single procedure being reported? Response: only 1 piece of suture is involved. Can you please confirm were there any patient consequences? Response: no patient consequences. Can you please provide the procedure name? Response: lscs. Can you please provide the event date? Response: (B)(6) 2021. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the suture was broken or if the entire suture detached from the swage?

Event description:
It was reported that a patient underwent a lower segment c-section surgery on (B)(6) and suture was used. During the procedure, the suture broke and came out from the swage. No adverse patient consequences were reported. Additional information was requested.